Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-april-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse verified and adjusted the nozzle, eki board, level sense, hand touch and level sense but the error persisted. The fse determined that the problem was the sampler z axis drive assembly. The fse replaced and realigned all needed alignments then updated the software to version 2.51. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for a tsh precision issue/low recovery during precision run was the specimen z drive.

Event description:
On (B)(6) 2016, a customer reported a tsh precision issue/low recovery during precision run on the aia-900 instrument. Technical support requested data from the customer and found that 1) the instrument was short sampling or ran out of sample with no error flag or 2) the substrate was not being delivered. The customer stated that the calibration and quality control (qc) results were acceptable when the samples were run. The customer is unable to run patient samples on tsh. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for tsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.